Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure they noticed that the vasoview hemopro 2 tip; the distal end of the harvesting tool shaft, proximal(prior) to the jaws tip was bent. The jaws of the harvesting tool were not open (even slightly) during the insertion. No resistance noted, no resistance noted. They opened a new device to complete the procedure. The hospital did not report any patient injury.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure they noticed that the vasoview hemopro 2 tip; the distal end of the harvesting tool shaft, proximal(prior) to the jaws tip was bent. The jaws of the harvesting tool were not open (even slightly) during the insertion. No resistance noted. They opened a new device to complete the procedure. The hospital did not report any patient injury.

Manufacturer narrative:
Trackwise # (B)(4). Corrected b5-summary. The device was returned to the factory for evaluation on 12/21/2022. An investigation was conducted on 01/11/2023. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the jaws. There were no visual defects observed on the heater wire or on the clear silicone insulation on both the cold and hot jaws. The shaft of the device was observed to be slightly bent forward closest to the base of the jaws. There were no other visual defects observed. Based on the returned condition of the device, the reported failure "material twisted/ bent shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000260047 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.